Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had a blank display. Blood glucose level at the time of incident is 510 mg/dl and was treated with manual injection. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.